Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the device received was not manufactured by neodent.

Event description:
The clinician reported that 2 weeks after the dental implant and abutment were placed in ada site 19 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted the patient's mobility and poor bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 weeks after the dental implant and abutment were placed in ada site 19 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted the patient's mobility and poor bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications.